Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 06:10:38 to (B)(6) 2019 at 09:41:53, per the timestamp. A total of 60 yellow wrench advisories associated with driveline fault alarms were captured throughout the log file. These alarms occurred due to elevated phase c values. No other notable alarms were recorded in the log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the driveline fault alarms cannot be conclusively determined through this evaluation. The patient underwent an external driveline repair on (B)(6) 2017. The patient had been placed on an ungrounded patient cable as a precaution and was now experiencing driveline fault alarms. The driveline fault alarms did not resolve, and the patient underwent a heart transplant on (B)(6) 2019. As of (B)(6) 2019, the heartmate ii has not been returned for evaluation. If the vad is returned, this complaint will be reopened, and the pump will be evaluated. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. Information regarding all alarms, including yellow wrench advisory and driveline fault alarms, and the proper actions to take if the alarms cannot be resolved are included in these documents. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B2,b5: additional information.

Event description:
It was reported that the patient was admitted with driveline fault alarms and the log files revealed degradation to the internal driveline.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experiencing drive line fault alarms. Log file review showed that the drive line fault alarm is believed to be likely. It was reported that x-rays were sent and two areas of concern were found. The patient has reportedly gained about 40 lbs since implant. It was reported that there is no obvious trauma to the driveline and alarms had not resolved. Per vad coordinator, the plan of care and the decision to list the patient for transplant or have a pump exchange has not yet been made. No additional information was reported.

Manufacturer narrative:
No further information was reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: on (B)(6) 2019, it was reported that the patient underwent heart transplant on (B)(6) 2019.